Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon evaluation by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue was determined to be due to an out of tolerant integrated circuit, u10, on the digital pcb.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon evaluation by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported event.